Event description:
It was reported that the patient awoke in the middle of the night with sharp chest pain radiating up to jaw and over to left arm radiating from device. Pain in the neck was also reported. The patient went to the emergency room. An episode was stored on the recorder at around the same time that shows normal sinus rhythm with noise. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.